Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient experienced syncope at work. Upon review of the data stored in the subcutaneous implantable cardioverter defibrillator (s-ICD), one episode showed wide complex tachycardia that was not converted with a shock. The rhythm deteriorated to ventricular fibrillation (vf) several seconds post shock and then self terminated. Another episode occurred several minutes later with the same wide complex tachycardia. The first shock accelerated the rhythm to vf. A second shock was delivered and terminated the rhythm. It was further noted that the shock impedance had increased from 68 ohms at implant to between 83 and 90 ohms respectively. The field representative stated that during the implant procedure there were several unsuccessful defibrillation threshold (dft) tests and then the s-ICD was moved more posterior and there were two successful conversions at 80 joules prior to the end of the implant. Procedure the patient was seen for syncope in the emergency room and was advised for admittance to the hospital, however they left on their own accord. Boston scientific technical services (ts) suggested x-rays be obtained if the patient would consent to be seen in their following physician's office. The patient was seen two months later where the decision was made to explant due to product advisory. The s-ICD battery still had 21 percent remaining, however due to patient condition the device was explanted. No additional adverse patient effects were reported. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. A review of the device's memory noted no resets, errors or codes. Review of electrogram (egm) collected during testing showed normal r wave amplitude and no noise.

Event description:
This report is being filed to report the analysis findings.